Event description:
Pt reported they were hospitalized last week and discharged this week due to heart palpitations, recent increase in heart rate to 169 at resting. Pt states they are feeling better and md is aware. Pt also reports one of their cadd solis pumps is not turning on at all. Pt reported 2 of the batteries in the pump had leaked battery acid and there is residue on the solis from the batteries. Pt is currently infusing with backup pump. Pump serial number provided: (B)(6), expiration unknown. Pump serial numbers currently checked out: (B)(6), expiration unknown. No further information, details or dates available. Date of admittance/discharge or length of hospitalization is unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. IV remodulin premix pt via cadd solis pump. Did the reported product fault occur while in use with pt? - yes. Did the product issue cause or contribute to pt or clinical injury - no. Is the actual device available for investigation? - unknown. Did pharmacy replace device? - yes. Did the pt have a backup device they were able to switch to? - yes - if yes, was the pt able to successfully continue their infusion? - yes. Is the infusion life-sustaining? - yes. Outcome? - unknown.